Event description:
The customer reported that the insulin pump alarmed low reservoir multiple times during priming. The blood glucose reading was 233mg/dl. The caller mentioned that insulin squirted out during the manual prime process, and insulin inside the reservoir compartment noted. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm prime anomaly or low reservoir alarm. No reservoir compartment anomaly noted. No cosmetic damage found on the case.